Manufacturer narrative:
The tech found the buzzer is worn on the scale board, most likely caused by normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on their beds. The tech replaced the scale power control board and the external buzzer kit to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported that the bed exit alarm volume is not as loud as it should be. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).